Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device worked fine in the beginning of the procedure but during use a white object was seen in the cavity and was removed. The piece was found to have come from the heat insulation of the ligasure device. The piece was retrieved and a new device was used to continue the procedure. There was no harm to the patient.